Manufacturer narrative:
Follow-up # 1(07/16//2013)-product evaluation: used test strips were returned therefore product analysis of the patient¿s test strips was not possible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose reading of 40 mg/dl on the reported meter, which she claimed was inaccurately low. The patient did not report taking any actions due to this reading. Five hours afterwards, the patient experienced the symptoms of dizziness and blurred vision. The patient did not seek any medical attention or treatment. The patient manages her diabetes with oral medication. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after obtaining a low blood glucose reading on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. The patient¿s test strips have been returned; however, product analysis has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.